Event description:
A report was received that during a lead revision surgery (due to lead migration) a patient underwent a pocket revision due to discomfort at the pocket site. The ipg was relocated to another position in a new pocket. The patient is doing well after the surgery.